Event description:
Repair request initiated for device with the report of removal difficulty. It was reported that there was no patient involvement.  R epair request escalated to product event due to the tool complaint.

Manufacturer narrative:
Pli-10: product ID: em800, serial/lot #: (B)(6): no conclusion can be drawn. Device was returned and the evaluation anticipated but not yet begun. Pli-20: product ID: pss unknown tool, serial/lot #: unknown no conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e m800, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: pli-10: em800, serial number: (B)(6) evaluation could not reproduce the reported malfunction of broken drill bit stuck into motor.however, it was noted that motor is noisy and not rotating properly, hi pot test failed, depth test faile and collet shaft assembly found corroded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.